Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness, headache, nausea, vomiting, lung disease, cancer, tumor, trouble swallowing, spots on liver, brain, fatigue, lungs, pulmonary embolism. The patient passed away. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In the previously submitted report event description, (device) problem code grid, remedial action init, and recall (z) number was incorrect. The correct event description should be- the manufacturer became aware of a remstar plus m device alleging symptoms of respiratory tract irritation, dizziness, headache, nausea, vomiting, lung disease, cancer, tumor, trouble swallowing, spots on liver, brain, fatigue, lungs, pulmonary embolism. The patient passed away. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The event description, (device) problem code grid, remedial action init, and recall (z) number has been updated/corrected in this report.